Event description:
Following placement of anterior cervical plate at the c3-c7 spine levels on (B)(6) 2011, the left inferior screw was noted to have loosened. The issue was noted on (B)(6) 2011 and re-evaluated on (B)(6) 2011. Revision surgery was performed on (B)(6) 2011 and included removal/replacement of the loosened screw as well as the adjacent (right inferior) screw.

Manufacturer narrative:
(B)(4). The explanted product was reportedly not retained and is unavailable for eval. The reason for the screw backout and subsequent revision was attributed by the surgeon to movement of the screw within the vertebral body. No add'l eval can be made at this time. Should add'l relevant info be obtained, a f/u report will be filed. Potential risks identified with the use of this system which may require add'l surgery, include: bending, fracture or loosening of implant component(s)."